Event description:
It was reported that the grey tip of the resection sheath broke and fell off inside the bladder during a transurethral resection of the bladder tumor. The tip was retrieved endoscopically using the stent grasper, which took about 10 to 15 minutes. There were no reports of patient harm.

Manufacturer narrative:
B3 - additional information has been requested to confirm the event date. However, there has been no response received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h6, h7, h9, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.